Manufacturer narrative:
The reported event was confirmed and cause unknown. One samples were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), two-way silicone foley catheter. Visual inspection of the sample noted attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and immediately leaked from a pinhole (measuring 0.011") in the inflation funnel. This is out of specification. Which states, "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that there was a damage at the connecting part between inflation lumen and drainage lumen of foley catheter. Per follow-up information received from ibc on 16-dec-2021, stated that the damage on the bifurcation was reported but there was no visible damage was observed to the returned sample.

Event description:
It was reported that there was a damage at the connecting part between inflation lumen and drainage lumen of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.